Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported left capsulotomy. Physician later confirmed capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: no observations are performed for the complaint as the event is insufficient information. Additional observations: observed nicks on the device assessed as non penetrating nick. No further actions are required as the device was implanted.

Event description:
Physician reported left capsulotomy. Physician later confirmed capsular contracture baker grade IV. Device has been explanted.